Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the stimulator has quit working totally. It has moved out of its range and floating some place in their body and it is not connecting. It hasn't been working well for the past month. About two weeks ago it was saying the device was working but it wasn't. The patient is running to the bathroom all the time. They are going in and put a new one in 23 of august. Agent did not ask about the circumstances that led to the reported issue.